Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that while in quadrant mode, they lost phaco power and had low vacuum during a cataract surgery. The phaco hand piece and cassette were changed but the issue persisted and system messages occurred. The case was finished manually and large pieces of lens matter were removed with fluid and forceps. The patient experience corneal edema after the case and was given antibiotic to reduce this. The surgeons have advised its's hard to complete the questionnaire as it's a very large public hospital where the medical history gets archived and there's no follow up by the facility as they're sent back into their referrer, no additional information will be provided.